Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged dizziness, headaches, hypersensitivity, nausea/vomiting, and asthma. No other clinical information or medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
The previous report indicated "product problem" for box b: adverse event or product problem and indicated "serious injury" for type of reported complaint. Information received from the pms clinical expert indicates that this report should be listed as a serious injury. Box b: adverse event or product problem has been corrected to "both" and not product problem.